Event description:
Error 41-0002 (upstream pressure sensor issue). No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint was registered by nsh canada from a service report submitted by the customer. The device was not returned to brézins for investigation as its repais were carried out locally. During repairs, the pump was tested and the pressure sensor was replaced. The replaced part was not returned to brézins for further investigation after several requests. The pump completed assembly, tested in maintenance mode and will perform the pm. Due to the lack of information and with no other evidence to confirm the origin of the defect, the investigation could not be performed and no root cause can be identified. A CAPA was opened for defective pressure sensor but as this event is not confirmed it cannot be directly linked to it. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.